Event description:
It has been reported that the allura system was hanging up. No harm has been reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was hanging. The fse determined that the issue was with the ip-pc image hard disk and it was not storing the data efficiently. The fse recreated the images disk data and the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.